Event description:
It was reported that at the implant procedure the physician noted an insulation breach on the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. It was noted that there was blood in/on the helix/lobe mechanism.